Event description:
On (B)(6)2009, the patient reported that the display of his infusion device is partial and "only one half of the screen works." He is unable to read the screen as a result. He noticed this on (B)(6)2009. The infusion device has not been dropped. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.